Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the two ipgs were replaced per physician¿s preference. The patient was doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo a pocket revision.

Manufacturer narrative:
As no anomalies or deviations were found during the complaint investigation site review, there is no reason to suspect a manufacturing defect as the source of the reported complaint.